Manufacturer narrative:
Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the sensor pcba, exhalation valve and one station solenoid was tested and no failures were identified. The error code (B)(4) could not be duplicated.

Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the exhalation valve test failed due to final and initial pressure outside of range. There was no patient involvement.